Event description:
It was reported that the device was explanted after implant duration of zero days, due to an unsuccessful ring repair. Per the operative report: the ring seated well. All sutures were tied. Although in appearance the valve repair seemed adequate, on testing there appeared to be some prolapse of the anterior leaflet which persisted despite multiple attempts on testing the competency of the valve. We did not feel this would be acceptable. The ring was explanted and the valve was replaced. Reportedly, the patient was transferred to the ICU in stable condition.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.